Event description:
It was reported that patient faced an event where infusion set blockage at tubing which led to high blood glucose and correction bolus via pump is used for treatment on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.